Event description:
5/30/00, pt with a diagnosis of coronary artery disease with abnormally high white cells and platelet count underwent cardiopulmonary bypass(cpb) for a coronary artery bypass x 4 +left internal mammary artery(cabgx4, lima). During cpb the arterial line pressure increased and blood flow decreased. Oxygenator wqas performing adequately. A decision was made to change the oxygenator. Cpb was stopped, oxygenator was changed and replaced. Cpb was re-instituted within 2 minutes with no apparent problems. Pt was weaned from cpb with intra-aortic balloon support. Pt death reported on 06/06/2000.